Event description:
Source: journal article in stroke (2010) 41, 938-947 titled "autopsy findings after intracranial thrombectomy for acute ischemic stroke: a clinicopathologic study of 5 patients published online april 01, 2010. The article reports neuropathologic findings in five (5) patients who died acutely or as late as 38 days after procedures using the merci and penumbra devices. Out of five (5) of the cases, four (4) of them were treated with merci devices (patients 1 through 4). Pt #2 presented with a complete left cerebral hemisphere ischemia and occlusion at left m1 segment of the left mca. The multiple intermittent left common carotid artery angiograms done after the merci clot retrieval passes showed partial recanalization of the left m1 segment. After the procedure, the pt developed edema with midline shift and subarachnoid hemorrhage (sah). Pt expired 24 hours post procedure. After contacting the physician regarding this case, the physician stated that the records showed that the pt had some subarachnoid hemorrhage, but that no problems were seen during the procedure. Physician believes that the outcome was due to the size of the stroke and not the minor sah. He also stated that the cause of the sah was undetermined and that both angioplasty and merci were used on the pt.

Manufacturer narrative:
There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., pt factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome.